Manufacturer narrative:
Reporter phone (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen alarm was not connected. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the reported issue. The fse performed a restart of the unit, adjusted the oxygen source pressure, and confirmed the unit was functioning as expected. The fse confirmed the reported issue was resolved by adjusting the oxygen source pressure. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.